Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer stated left, bottom arrows, center buttons, arrow back, escape buttons were not responding. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that there was all buttons are not responding. Customer can access menu screen. Customer stated block mode was not active. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
Retainer ring= black. Customer returned pump for alleged keypad unresponsiveness/stuck key alarm and cosmetic damage located at the battery compartment and was found on 01 march 2022. Unit was able to pass the displacement test and self-test. Unit passed the keypad voltage test. Keypad was responsive during testing. No alerts/alarms/stuck key alarm noted during testing. P-cap was inserted and lock into place properly. Unit was successfully downloaded using thus for history files and trace files. No stuck key alarms were noted on event date or on event date in history files. Pump was cut open to perform a visual inspection and found moisture damage on pcb. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked keypad overlay, overlay scratched, stained keypad overlay, missing display window/cover, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube ). Keypad unresponsiveness/stuck key alarm is not confirmed. Cosmetic damage is confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The complete information has been included with this report in h6, h10 section.